Event description:
It was reported to philips that the device had was alarming for a low battery and would shut down when the battery was removed. There was no reported patient or user involvement and no adverse patient/user impact.